Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown therefore no evaluation and no batch review was performed. Should additional information become available a follow-up will be submitted.this is the third of four reports associated with the minni caps falling off.

Event description:
Initially, a baxter clinical educator reported a facility nurse that was having issues with minicaps falling off of patients and causing peritonitis. Reportedly, there were four patients affected. The nurse indicated of the four events involving the product, only one patient had a confirmed diagnosis of peritonitis. Additional information was received from the facility director on (B)(6) 2011 which indicates: patient b reported that he completed his exchange and applied a new minicap at that time. Later that morning, he arrived at the clinic and noted that the cap had fallen off. The patient was not diagnosed with peritonitis. Intraperitoneal (ip) ancef 1 gram was administered for three days as prophylactic treatment. The patient was retrained on aseptic technique. No further information is available for this event.